Manufacturer narrative:
A141102 added to h6; a141101 removed from h6 corrected data d1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 61 year old male was admitted and treated for a myocardial infarction. Two days after initial treatment, he suffered a ventricular tachycardia and was intubated. An impella cp was inserted. Shortly after pump start, purge flow decreased followed by decreased pump flows. There was a successful change to a replacement pump with no reported consequence to the patient.

Manufacturer narrative:
Additional information was received and noted the following: the pump is not available for a return. The patient had an lv thrombus and was unable to receive a 5.5 upgrade. Medical safety/clinical review. Medical safety/clinical reviewed the event. An impella cp device (pump 1, sn 566193a) was percutaneously inserted via the right femoral artery in a 61-year-old male for cardiogenic shock secondary to acute myocardial infarction (nstemi). The patient¿s past medical history and comorbidities are unknown. The patient initially presented with non-st segment elevation myocardial infarction and underwent percutaneous coronary intervention (pci) to the left anterior descending artery with placement of one drug-eluting stent. During hospitalization, the patient¿s left ventricular ejection fraction declined from 45% to 10%. The patient developed ventricular tachycardia requiring intubation and vasopressor support. Labs demonstrated a lactic acid level of 2.5 mmol/l. Upon arrival at the cardiac catheterization lab, left heart catheterization was unremarkable. Right heart catheterization revealed a cardiac index of 2.1 l/min/m² and left ventricular end diastolic pressure of 30 mmhg. The patient was classified as scai stage e cardiogenic shock at the time of impella initiation. Pump 1 was implanted without difficulty. Immediately following initiation of support, purge flow was 3.4 ml/hr., increased to 3.8 ml/hr., and subsequently trended downward to below 3 ml/hr. With saturated pump flow alarms. Concurrently, decreased pump flows and decoupling of aortic and left ventricular waveforms were observed. Due to concern for device malfunction and inadequate support, pump 1 was removed and replaced with a second impella cp device (pump 2, sn 588677). Pump 2 was successfully implanted and support was reinitiated. The patient was prepared for transfer to another facility for continued management. The following day, during evaluation for escalation to an impella 5.5 device, transesophageal echocardiography revealed a large left ventricular thrombus. Due to the presence of thrombus, the decision was made to initiate venoarterial extracorporeal membrane oxygenation (va-ECMO) instead of impella 5.5 support. The subsequent day, the patient¿s family elected to withdraw life-sustaining measures, and the patient expired. Additional clinical details prior to withdrawal of care are unavailable. This report describes a decreased purge flow event associated with pump 1, resulting in device exchange. The device replacement procedure was completed without complication. This is a serious injury attributable to impella cp pump 1. Although pump 2 will be reported in association with the patient¿s death, the patient¿s underlying conditions, acute myocardial infarction (nstemi), severe scai stage e cardiogenic shock, profound reduction in ejection fraction (10%), ventricular tachycardia and overall hemodynamic instability, contributed most to the demise outcome. Correction. After review of the case by medical safety/clinical, it was determined the impella a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) have been updated, corrected accordingly. Section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Correction : section h6 : the problem code was inadvertently left out in the initial report which is added in this report.